Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor needle broke off and stayed in the serter and the needle hub. The customer's blood glucose was unknown at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, found the sensor needle separated from the sensor base.